Manufacturer narrative:
The insulin pump passed the displacement test. A motor error alarm occurred during the basic occlusion test due to loose/protruded drive support disk. Analysis unable to perform the unexpected restart error, prime, excessive no delivery, and occlusion tests due to motor error. The insulin pump received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had loose/protruded drive support cap and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.